Event description:
Early am prior to event, iapb alarmed "air leak." Connections checked and taped without further alarms. Small amount of dried blood spots noted in tubing at 0130 on 3/7/96. Iabp alarmed "blood detection" and ceased to function. No frank blood noted at site or in tubing. Dr notified and catheter replaced without obvious rupture in catheter.